Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 77.6 months. Through followup with the health care provider, it was learned that the device was explanted due to pulmonary insufficiency and pulmonary stenosis.

Manufacturer narrative:
Device not returned.additional manufacturer narrative:this event was determined to be reportable per edwards lifesciences procedures. The event was learned through implant patient registry. Through follow up with the health care provider (via fax), additional information and a copy of the operative report was received. A device history record review is currently in process.